Manufacturer narrative:
Results: ion selective electrode drain. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was cloudy fluid on the floor under the modular chemistries (mc) section of the synchron lx 20 clinical chemistry system (lx 20). Customer reported the drip tray was full in the mc side of the reagent compartment. Customer reported the lx 20 system did not generate any erroneous patient results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found fluid on the floor. The fse found the fluid was coming from the ion selective electrode overflow drain line. The fse replaced the electrolyte injection cup. The fse also performed maintenance.